Event description:
It was reported that during a procedure of the moderately calcified and tortuous, de novo distal right coronary artery, the vessel was predilatated with a 2.5 x 12 nc trek balloon dilatation catheter (bdc) and a 2.5 x 28 mm xience v stent delivery system (sds) was advanced but could not cross the lesion. The device was removed and a 2.5 x 15 mm xience v sds was attempted to be advanced in the vessel 3 different times and could not be advanced past the proximal rca; during removal the stent dislodged off the balloon and remained in the proximal portion of the vessel. The stent was deployed in the vessel. It was noted that there was no resistance met at the proximal vessel where the stent dislodged. The distal lesion was treated by balloon angioplasty with the 2.5 x 12 nc trek bdc. It was noted that while using the 2.5 x 12 nc trek balloon, a dissection of the distal vessel occurred; it was not known if this occurred during predilatation. The dissection was treated by balloon angioplasty without stenting. The patient is scheduled for a planned non-emergent mitral valve surgery the following week and a bypass graft (CABG) of the rca will be performed. The vessel was closed using a proglide closure device. The patient was reported in stable condition. There was no reported adverse patient effect.

Manufacturer narrative:
(B)(4).during processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of birth reported only as (B)(6) 1920. Additional information received states, the patient underwent the non-emergent mitral valve replacement surgery several days post stenting procedure and recovered. The patient did not have the CABG. Per discussion between the physician/surgeon it was determined that the rca had good distal blood flow and the risk of a bypass graft surgery outweighed the benefit. The patient did not return to the catheterization lab suite and is being followed by the surgical service of the hospital. No additional information was provided. (B)(4). The nc trek balloon mentioned is being filed under a separate manufacturer number. Evaluation summary: the device was returned for evaluation. The stent dislodgement was confirmed. The failure to advance/cross could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the xience v everolimus eluting coronary stent system instructions for use (IFU) states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. Based on the information reviewed, there is no indication of a product deficiency. The nc trek bdc indicated is being filed under separate manufacturer report number.